Manufacturer narrative:
Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. However, unit passed displacement test. Test p-cap/reservoir will not lock in place due to broken reservoir tube lip. Unit received with severely scratched reservoir tube window. No traces of moisture were noted at the electronic or motor assemblies per visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.